Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 31 mg/dl and lost consciousness. Caller stated that paramedics responded and she was transported to the hospital to treat a broken nose. The customer was wearing the insulin pump at the time of the incident. Customer also reported that the insulin pump had motor error and no delivery alarms. The insulin pump was able to complete the rewind process and the no delivery alarm was resolved by a complete set change. The insulin pump was not replaced or returned for analysis.